Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K133890 patient code: 3191 no code available (unknown patient diagnosis) when additional information is received a follow up report will be submitted.

Event description:
It was reported the needle detached. The reporter indicated that the needle detached from the thread increasing the surgical time. Per the reporter, the procedure which was planned for 15 minutes, was reported to have taken about 4 hours, with infection risk to the operative site. This event occurred during closure of medial postoperative abnormal fistulous trajectory, construction of left radio-cephalic arteriovenous fistula. Tissue sutured: radial artery and cephalic vein using continuous suture technique employed. Between 6-9 knots.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Samples received: there are no samples available for analysis. Analysis and results: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are 36 units in stock that have been requested to analyze this case. We have not received any sample from the customer for analysis. However, we have received 36 units from stock. We have tested the needle attachment strength of the samples received from stock and the results fulfil the requirements of the european pharmacopoeia (ep): 0.117 kgf in average and 0.088 kgf in minimum (ep requirements: 0.051 kgf in average and 0.025 kgf in minimum) additionally, we have conducted needle attachment strength test of all samples received from stock according to the standard iso 2859/1 and the results fulfil requirements. Final conclusion: although the results of the samples received from stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. No corrective/preventive actions needed.